Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The customer received pump error 39 (motor current error detected). The customer stated that the location of the damage was on the case of the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the pump error, and the customer was able to clear the error. Troubleshooting was performed for the cosmetic damage and the damage not impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed the displacement test and self-test. All buttons function properly. No damage in the keypad assembly noted. Successfully utilized thumps to download history files, traces. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on 11/17/2025 23:44:25:000 pm with variable (oc). Pump error 63 alarm due to hardware issue. Pump error 39 alarm confirmed on long history file on 11/17/2025 23:46:26:000 pm due to moisture damage on motor. (Motor current error). Unit received moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, fading serial number label, cracked battery tube side and cracked case on battery tube side. Pump error 63 alarm triggered by three consecutive pump error 63 alarms with variable (oc). Pump error 63 alarm due to moisture damage. Unit was confirmed pump error 39 alarm due to moisture. Unit was confirmed for damage battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.